Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 1997. A custom tibial bearing has been requested for this patient and an upcoming revision procedure has been indicated. Additional information received reports patient was revised (B)(6) 2014 due to patient having balance issues.

Event description:
It was reported a patient underwent a right total knee arthroplasty on (B)(6) 1997. A custom tibial bearing has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.